Event description:
It was reported that the pump got stuck in the car door and the touch screen became shattered and unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.